Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead exhibited high capture thresholds and septum stimulation. The physician removed the left ventricular lead and switched the system to a single chamber implantable cardioverter defibrillator system without a left ventricular lead. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.